Event description:
Three hundred and sixty five days after the index procedure, the pt experienced a terget vessel revascularinzation (tvr). The index procedure treated a mildly tortuous, midly calcified, 95% stenosed bifurcated region of the mid lad. The lesion was 2.75 mm wide and 13 mm long. The physician pre-dilated the lesion prior to placing a 2.75 x 16 mm taxus express2 stent. During the index procedure, the pt also experienced a grade a dissection. The pt was discharged from the hosp one day later receiving aspirin and plavix. The site reported that the pt experienced a tvr on day 165, treated with percutaneous transluminal coronary angioplasty (ptca). In the opinion of the physician, there is an unk relationship to the taxus stent and the tvr. The pt was discharged one day later.